Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv4016 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when attaching the extension tubing with the strain relief in the process of catheter placement, no ¿click¿ was heard and the two were separated just with a gentle pull.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a connector that was easily separated was confirmed, but the exact cause could not be determined from the video that was returned for evaluation. In the video, one groshon nxt connector can be seen but there are no visible portions of the catheter. The distal connector is being inserted into the proximal connector. The distal connector appears to be fully inserted but no click can be heard. The video did contain audio and talking could be heard in the background. The two connector pieces are separated with a pulling motion. No visible signs of damage can be seen in the video. Since the video demonstrated separation of the connector, the complaint was confirmed, but there was insufficient evidence to point to a specific root cause. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that when attaching the extension tubing with the strain relief in the process of catheter placement, no ¿click¿ was heard and the two were separated just with a gentle pull.